Event description:
It was reported that the patient presented to the clinic for a scheduled explant procedure. Upon interrogation, it was found out that the right ventricular (rv) lead had an unspecified oversensing. The rv lead was explanted and replaced. The patient was recovering post-procedure.